Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported it was necessary to turn off the patient's feeding during a surgical procedure. After the device began to leak as if there is a hole in the device. No patient injury was reported. No other information is able to be obtained since the reporter's information was not provided.